Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized prior to the onset of peritonitis due to another indication. During hospitalization, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with an unknown antibiotic (dose, route and frequency not reported). At the time of this report, the patient was discharged from the hospital and was recovering from the peritonitis event. The action taken with pd therapy was not reported. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). It was reported that the peritonitis was manifested by abdominal pain, cloudy effluent and fibrin in the line. Dianeal therapy was ongoing. No additional information is available. A review of all batch record documents was performed for potentially associated lot number gd896597 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.